Manufacturer narrative:
Remote support from the customer care solution center was received and it was determined that this was not a malfunction, but a self-test failure caused by user error. It was determined that the failure occurred due to the customer incorrectly performing the self-test process. The rse provided video guidance and instructions and the self check was performed correctly and equipment returned to normal. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported there was a self test failure. There was no patient involvement.